Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to an emergency assistant center (ER) due to an elevated blood glucose level. The customer's blood glucose level ranged from 396-397 mg/dl with a small level of ketones. Prior to going to the ER the customer administered a manual insulin injection in attempt to resolve the high bg. While in the ER, the customer was monitored, and no additional treatment was given to the customer. The customer was in the ER for two hours and was released with the reported issue resolved and no permanent damage. A system check was performed on the pump, and it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.